Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The pump was also received with partially broken retainer lip, missing retainer, missing reservoir tube o-ring, scratched case, case cracked behind the pump at the corner of the belt clip rails, cracked battery tube lip, missing serial number label, end cap address label faded, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported call that the insulin pump was damaged when it was dropped on the floor by accident. It was reported there was a long crack on the back of the device. The customer¿s blood glucose level was 12.2 mmol/l at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.